Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented to the clinic for a follow up. The patient's implantable cardioverter defibrillator (ICD) showed episodes of post-paced t-wave over-sensing. The device was re-programmed with new settings. The patient was stable throughout.